Event description:
It was reported that during a procedure on the artis zee biplane with a heated mattress pad, a patient reported burns to the back after completion of the exam. The degree of burn is not known or whether medical intervention was required.

Manufacturer narrative:
This report is being filed 10/25/2013. The siemens service engineer and biomedical department of the hospital evaluated the mattress and concluded the mattress is operating within specification. The hospital is continuing an internal investigation with a skin specialist to determine if the reported burn is the result of biochemical burn. A supplemental report will be prepared when additional information is made available. This event occurred in (B)(6).